Event description:
A us distributor returned a monitor and reported monitor does not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was due to an internal board short between the main battery and ground causing thermal damage to the board. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.